Manufacturer narrative:
Citation: rubbio et al. Supra-annular versus intra-annular devices for transcatheter aortic valve-in-valve replacement: the pandora international registry. Journal of the american heart association. 2026;15(8). Doi: 10.1161/jaha.125.046180. Published 16 april 2026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding supra-annular versus intra-annular devices for transcatheter aortic valve-in-valve replacement. The study population included 172 patients who were predominantly male with a mean age of 80 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, evolut pro or evolut fx bioprosthetic transcatheter valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: aortic dissection, myocardial infarction, conversion to open surgery, coronary obstruction, cardiac tamponade, bleeding or vascular complication, arrhythmia requiring permanent pacemaker implant, stroke, valve thrombosis, endocarditis, sepsis, mean transvalvular gradients >20 mmhg, moderate to severe aortic regurgitation, and moderate to severe paravalvular leak (pvl). No further information was provided pertaining to medtronic products.